Event description:
This 53 year old female underwent a bam with silicone gel breast implants in 1980. The procedure was performed at another facility, thus the MFR of the implants is not known to this reporting facility. The pt now presents with pleuritic chest pain, breast hardening and burning. Gross exam: both implants are massive disruptued. Both capsules demonstrate fibrosis and chronic inflammatory changes.